Manufacturer narrative:
The device was returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation, one of the grippers did not lower. Troubleshooting was performed without success. Therefore, the clip was not used and was replaced without further issues reported. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed. Additionally, the gripper cover was observed to be bulky, the lock line was observed to have slack, and the clip was difficult to open. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue and observed bulky gripper cover were unable to be determined. The observed lock line slack was likely due to troubleshooting technique. The observed difficult to open clip was a cascading event of the observed lock line slack. There is no indication of a product quality issue with respect to manufacture, design, or labeling.